Event description:
It was reported that during an acb x 4 procedure, the remote display for the blood cardioplegia console remote pressure reading went blank. The remote display was changed out and the procedure was continued without further incident. No pt injury.